Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a weak plunger clamp in position # 3. Fse replaced #3 plunger clamp and verified the hold and pull force and found it to be within specification. The instrument was tested without further problem and was returned to expected operation.